Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that when they try to charge the implant (ins) they get a "call medtronic" screen "about a week ago and all the sudden it worked to charge, then this past saturday and it came back up again and "wouldn't let me charge at all", but doesn't remember what it said. Pt was told to start a charge session during the call and it was working to charge. They have already tried resetting controller. Agent reviewed what software problem screen looks like and they think it could have been that, that they saw before but aren't sure. Pt says recharger (rtm) heats up a little bit and makes the clicking noise. They don't hear any rattling inside controller. They said controller port looks "a little dark, they aren't shiny". The issue was not resolved. An email was sent to the repair department to replace the controller. Pt said the got a replacement controller, but still got rm03 message and could still not charge their implanted neurostimulator(ins). An email was sent to the repair department to replace the rtm. See secure note for pt phone number.